Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen on (B)(6) 2025. According to the patient, on (B)(6) 2025, while at the gym they started to feel hypoglycemic and unwell. The cgm reading would have been around 5.0 mmol/l at that moment. The patient ate a banana, but the symptoms did not subside. The cgm reading would have still been around 5.0 mmol/l and the patient left the gym class and went outside. The patient sat on a bench and experienced loss of consciousness after about 3 to 5 minutes. The patient¿s wife was with the patient at that time, and somebody gave the patient some juice, which he vomited. An ambulance was called by his wife and when the paramedics arrived, the patient was going in and out of consciousness. The patient was brought to the emergency room and was treated with intravenous saline and fluids. When a fingerstick was taken by the paramedics the blood glucose reading would have been around 4.0 mmol/l. When the blood pressure was taken this was low. Other tests to rule out any cardiological issues were carried out, but no further details were specified for this. No further treatment was reported to be needed and after 6 hours the patient was discharged. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.